Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During the procedure, the activated clotting levels were 121,256,367,123s and heparin was given. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 8.57mm and at left-coronary cusp (ncc) was 9.9mm. After the implantation for the valve, the patient developed complete atrioventricular (av) block and got connected to an external pacemaker until the implantation of the leadless permanent pacemaker.